Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The receiver functional test was performed and passed all relevant testing. Manual "try it" testing and wiggle testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was not confirmed. A probable cause could not be determined.